Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and optic neuritis ("optic neuritis/ms symptoms /just mimic symptoms") in a 27-year-old female patient who had essure (batch no. 624843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included non-tobacco user. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety disorder ("anxiety disorder"), arthralgia ("pain in all joints"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2014, the patient experienced optic neuritis (seriousness criterion medically significant), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complications"), visual impairment ("I'm fighting for eye sight"), rash pruritic ("itchy rashes"), scar ("left lil dimple scaring"), depression ("modern depression") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, complication associated with device, visual impairment, scar, optic neuritis, anxiety disorder, depression, arthralgia, back pain, abdominal pain lower and migraine outcome was unknown and the rash pruritic had resolved. The reporter considered abdominal pain lower, anxiety disorder, arthralgia, back pain, complication associated with device, depression, device dislocation, migraine, optic neuritis, rash pruritic, scar and visual impairment to be related to essure. The reporter commented: discrepancy date of removal : (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rashes, pimple. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were added and updated. Date of insertion were updated. Lot number were added. Event : optic neuritis/ms symptoms /just mimic symptoms, anxiety disorder, modern depression, pain in all joints, lower back pain and migraines were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and optic neuritis ("optic neuritis/ms symptoms /just mimic symptoms") in a 27-year-old female patient who had essure (batch no. 624843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included non-tobacco user. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety disorder ("anxiety disorder"), arthralgia ("pain in all joints"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2014, the patient experienced optic neuritis (seriousness criterion medically significant), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complications"), visual impairment ("I'm fighting for eye sight"), rash pruritic ("itchy rashes"), scar ("left lil dimple scaring"), depression ("modern depression") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, optic neuritis, complication associated with device, visual impairment, scar, anxiety disorder, depression, arthralgia, back pain, abdominal pain lower and migraine outcome was unknown and the rash pruritic had resolved. The reporter considered abdominal pain lower, anxiety disorder, arthralgia, back pain, complication associated with device, depression, device dislocation, migraine, optic neuritis, rash pruritic, scar and visual impairment to be related to essure. The reporter commented: discrepancy date of removal : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rashes, pimple. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and optic neuritis ('optic neuritis/ms symptoms /just mimic symptoms') in a 27-year-old female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse and anesthesia. Concurrent conditions included non-tobacco user and partial visual loss. On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced anxiety disorder ("anxiety disorder"), arthralgia ("pain in all joints/knee pain"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2014, the patient experienced optic neuritis (seriousness criterion medically significant), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complications"), visual impairment ("I'm fighting for eye sight"), rash pruritic ("itchy rashes"), scar ("left lil dimple scaring"), depression ("modern depression"), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, complication associated with device, scar, anxiety disorder, depression, abdominal pain lower and migraine outcome was unknown, the optic neuritis, visual impairment, arthralgia, back pain and abdominal pain was resolving and the rash pruritic had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety disorder, arthralgia, back pain, complication associated with device, depression, device dislocation, migraine, optic neuritis, rash pruritic, scar and visual impairment to be related to essure. The reporter commented: discrepancy date of removal : (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rashes, pimple. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event : abdominal pain were added. Outcome of the event pain in all joints/knee pain, lower back pain, vision were updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 27-year-old female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse and anesthesia. Concurrent conditions included non-tobacco user and partial visual loss. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety disorder ("anxiety disorder"), arthralgia ("pain in all joints/knee pain"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain/pain on the inside of my lower stomach"). On (B)(6) 2014, the patient experienced optic neuritis ("optic neuritis/ms symptoms /just mimic symptoms"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complications"), visual impairment ("I'm fighting for eye sight"), rash pruritic ("itchy rashes"), scar ("left lil dimple scaring"), depression ("modern depression"), migraine ("migraines"), abdominal pain ("abdominal pain"), oropharyngeal pain ("I can't take this pain in my throat"), eye infection ("only to find that my eye is infected and bloody"), ocular hyperaemia ("only to find that my eye is infected and bloody"), blindness unilateral ("bad news their not the reason for the loss vision in my right eye"), allergy to metals ("nickel allergy"), ovarian haemorrhage ("left ovary is full of blood"), ovarian enlargement ("left ovary is full of blood and is bigger then my bladder"), nausea ("feeling nausea"), asthenia ("weak"), dizziness ("dizzy"), vulvovaginal pain ("vagina pain"), vision blurred ("blurred vision"), amnesia ("memory loss"), alopecia ("hair loss"), sinusitis ("sinus infection"), mood swings ("mood swings"), multiple sclerosis ("multiple sclerosis") and pain in extremity ("my legs hurts"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, complication associated with device, scar, anxiety disorder, depression, abdominal pain lower, migraine, oropharyngeal pain, eye infection, ocular hyperaemia, blindness unilateral, allergy to metals, ovarian haemorrhage, ovarian enlargement, nausea, asthenia, dizziness, vulvovaginal pain, vision blurred, amnesia, alopecia, sinusitis, mood swings, multiple sclerosis and pain in extremity outcome was unknown, the optic neuritis, visual impairment, arthralgia, back pain and abdominal pain was resolving and the rash pruritic had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety disorder, arthralgia, asthenia, back pain, blindness unilateral, complication associated with device, depression, device dislocation, dizziness, eye infection, migraine, mood swings, multiple sclerosis, nausea, ocular hyperaemia, optic neuritis, oropharyngeal pain, ovarian enlargement, ovarian haemorrhage, pain in extremity, rash pruritic, scar, sinusitis, vision blurred, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy date of removal : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rashes, pimple. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received : correction due to discrepancy between coding action item and match point coder query: description to be coded was changed from' menorrhagia' to 'ovarian enlargement' and from 'thrombectomy' to 'ovarian bleeding'. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 27-year-old female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse and anesthesia. Concurrent conditions included non-tobacco user and partial visual loss. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety disorder ("anxiety disorder"), arthralgia ("pain in all joints/knee pain"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain/pain on the inside of my lower stomach"). On (B)(6) 2014, the patient experienced optic neuritis ("optic neuritis/ms symptoms /just mimic symptoms"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complications"), visual impairment ("I'm fighting for eye sight"), rash pruritic ("itchy rashes"), scar ("left little dimple scaring"), depression ("modern depression"), migraine ("migraines"), abdominal pain ("abdominal pain"), oropharyngeal pain ("I can't take this pain in my throat"), eye infection ("only to find that my eye is infected and bloody"), ocular hyperaemia ("only to find that my eye is infected and bloody"), blindness unilateral ("bad news their not the reason for the loss vision in my right eye"), allergy to metals ("nickel allergy"), menorrhagia ("left ovary is full of blood and is bigger then my bladder"), nausea ("feeling nausea"), asthenia ("weak"), dizziness ("dizzy"), vulvovaginal pain ("vagina pain"), vision blurred ("blurred vision"), amnesia ("memory loss"), alopecia ("hair loss"), sinusitis ("sinus infection"), mood swings ("mood swings"), multiple sclerosis ("multiple sclerosis") and pain in extremity ("my legs hurts") and underwent thrombectomy ("left ovary is full of blood"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, complication associated with device, scar, anxiety disorder, depression, abdominal pain lower, migraine, oropharyngeal pain, eye infection, ocular hyperaemia, blindness unilateral, allergy to metals, thrombectomy, menorrhagia, nausea, asthenia, dizziness, vulvovaginal pain, vision blurred, amnesia, alopecia, sinusitis, mood swings, multiple sclerosis and pain in extremity outcome was unknown, the optic neuritis, visual impairment, arthralgia, back pain and abdominal pain was resolving and the rash pruritic had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety disorder, arthralgia, asthenia, back pain, blindness unilateral, complication associated with device, depression, device dislocation, dizziness, eye infection, menorrhagia, migraine, mood swings, multiple sclerosis, nausea, ocular hyperaemia, optic neuritis, oropharyngeal pain, pain in extremity, rash pruritic, scar, sinusitis, thrombectomy, vision blurred, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy date of removal : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rashes, pimple. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received: I can't take this pain in my throat, only to find that my eye is infected and bloody, only to find that my eye is infected and bloody, bad news their not the reason for the loss vision in my right eye, nickel allergy, left ovary is full of blood, left ovary is full of blood and is bigger then my bladder, feeling nausea, weak, dizzy, vagina pain, blurred vision, memory loss, hair loss, sinus infection, mood swings, multiple sclerosis, my legs hurts. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 27-year-old female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse and anesthesia. Concurrent conditions included non-tobacco user and partial visual loss. On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced anxiety disorder ("anxiety disorder"), arthralgia ("pain in all joints/knee pain"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain/pain on the inside of my lower stomach"). On (B)(6) 2014, the patient experienced optic neuritis ("optic neuritis/ms symptoms /just mimic symptoms"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complications"), visual impairment ("I'm fighting for eye sight"), rash pruritic ("itchy rashes"), scar ("left lil dimple scaring"), depression ("modern depression"), migraine ("migraines"), abdominal pain ("abdominal pain"), oropharyngeal pain ("I can't take this pain in my throat"), eye infection ("only to find that my eye is infected and bloody"), ocular hyperaemia ("only to find that my eye is infected and bloody"), blindness unilateral ("bad news their not the reason for the loss vision in my right eye"), allergy to metals ("nickel allergy"), ovarian haemorrhage ("left ovary is full of blood"), ovarian enlargement ("left ovary is full of blood and is bigger then my bladder"), nausea ("feeling nausea"), asthenia ("weak"), dizziness ("dizzy"), vulvovaginal pain ("vagina pain"), vision blurred ("blurred vision"), amnesia ("memory loss"), alopecia ("hair loss"), sinusitis ("sinus infection"), mood swings ("mood swings"), the first episode of multiple sclerosis ("multiple sclerosis"), pain in extremity ("my legs hurts"), the second episode of multiple sclerosis ("multiple sclerosis") and tooth disorder ("tooth problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, complication associated with device, scar, anxiety disorder, depression, abdominal pain lower, migraine, oropharyngeal pain, eye infection, ocular hyperaemia, blindness unilateral, allergy to metals, ovarian haemorrhage, ovarian enlargement, nausea, asthenia, dizziness, vulvovaginal pain, vision blurred, amnesia, alopecia, sinusitis, mood swings, pain in extremity, the last episode of multiple sclerosis and tooth disorder outcome was unknown, the optic neuritis, visual impairment, arthralgia, back pain and abdominal pain was resolving and the rash pruritic had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety disorder, arthralgia, asthenia, back pain, blindness unilateral, complication associated with device, depression, device dislocation, dizziness, eye infection, migraine, mood swings, nausea, ocular hyperaemia, optic neuritis, oropharyngeal pain, ovarian enlargement, ovarian haemorrhage, pain in extremity, rash pruritic, scar, sinusitis, tooth disorder, vision blurred, visual impairment, vulvovaginal pain, the first episode of multiple sclerosis and the second episode of multiple sclerosis to be related to essure. The reporter commented: discrepancy date of removal : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rashes, pimple, multiple sclerosis, tooth disorder nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter information added , event added : multiple sclerosis, tooth disorder nos. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 27-year-old female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse and anesthesia. Concurrent conditions included non-tobacco user and partial visual loss. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety disorder ("anxiety disorder"), arthralgia ("pain in all joints/knee pain"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain/pain on the inside of my lower stomach"). On (B)(6) 2014, the patient experienced optic neuritis ("optic neuritis/ms symptoms /just mimic symptoms"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complications"), visual impairment ("I'm fighting for eye sight"), rash pruritic ("itchy rashes"), scar ("left little dimple scaring"), depression ("modern depression"), migraine ("migraines"), abdominal pain ("abdominal pain"), oropharyngeal pain ("I can't take this pain in my throat"), eye infection ("only to find that my eye is infected and bloody"), ocular hyperaemia ("only to find that my eye is infected and bloody"), blindness unilateral ("bad news their not the reason for the loss vision in my right eye"), allergy to metals ("nickel allergy"), ovarian haemorrhage ("left ovary is full of blood"), ovarian enlargement ("left ovary is full of blood and is bigger then my bladder"), nausea ("feeling nausea"), asthenia ("weak"), dizziness ("dizzy"), vulvovaginal pain ("vagina pain"), vision blurred ("blurred vision"), amnesia ("memory loss"), alopecia ("hair loss"), sinusitis ("sinus infection"), mood swings ("mood swings"), the first episode of multiple sclerosis ("multiple sclerosis"), pain in extremity ("my legs hurts"), the second episode of multiple sclerosis ("multiple sclerosis") and tooth disorder ("tooth problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, complication associated with device, scar, anxiety disorder, depression, abdominal pain lower, migraine, oropharyngeal pain, eye infection, ocular hyperaemia, blindness unilateral, allergy to metals, ovarian haemorrhage, ovarian enlargement, nausea, asthenia, dizziness, vulvovaginal pain, vision blurred, amnesia, alopecia, sinusitis, mood swings, pain in extremity, the last episode of multiple sclerosis and tooth disorder outcome was unknown, the optic neuritis, visual impairment, arthralgia, back pain and abdominal pain was resolving and the rash pruritic had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety disorder, arthralgia, asthenia, back pain, blindness unilateral, complication associated with device, depression, device dislocation, dizziness, eye infection, migraine, mood swings, nausea, ocular hyperaemia, optic neuritis, oropharyngeal pain, ovarian enlargement, ovarian haemorrhage, pain in extremity, rash pruritic, scar, sinusitis, tooth disorder, vision blurred, visual impairment, vulvovaginal pain, the first episode of multiple sclerosis and the second episode of multiple sclerosis to be related to essure. The reporter commented: discrepancy date of removal : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rashes, pimple, multiple sclerosis, tooth disorder nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included non-tobacco user. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complications") and visual impairment ("I'm fighting for eye sight"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, complication associated with device and visual impairment outcome was unknown. The reporter considered complication associated with device, device dislocation and visual impairment to be related to essure. In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-nov-2017: follow up from summons received-reporter information updated. Essure explant date was added. Event device removed was replaced with events migration and pain was added. Event: outcome was unknown. Reporter assessed events were related with essure. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult plaintiff in united states on 22-jun-2016 who had essure (fallopian tube occlusion insert) inserted in 2008 for permanent sterilization. This case was initially received on 07-jan-2016 as an invalid case. The plaintiff never used tobacco, drugs, or alcohol as a habit. She had always been healthy before essure. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was initially considered as invalid and then, upon receipt of legal claim, the patient could be better identified. However, these information were received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included non-tobacco user. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complications"), visual impairment ("I'm fighting for eye sight"), rash pruritic ("itchy rashes") and acne ("left lil dimple scaring"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, complication associated with device, visual impairment and acne outcome was unknown and the rash pruritic had resolved. The reporter considered acne, complication associated with device, device dislocation, rash pruritic and visual impairment to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rashes, pimple. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet received: reporters added. Events: itchy rashes, pimple were added. Event outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.